Manufacturer narrative:
**Update: report from sales rep states that the patient has now been revised because of pain and synovitis. Cultures were negative for alval. This new information does not change the investigational results. Dor: (B)(6) 2012. **update: another clinical report which states that the patient was revised because of osteolysis. The lot code for the stem has been updated. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. **update** (B)(6) 3013 - patient's medical records were received. Records indicate upon revision corrosion was found on the trunnion. Existing MDR decision was changed for the srom stem and sleeve. **update** (B)(6) 2013 - x-rays were received. There is no change to the above statement. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update: report from sales rep states that the patient has now been revised because of pain and synovitis. Cultures were negative for alval. This new information does not change the investigational results. Update: another clinical report which states that the patient was revised because of osteolysis. Update: (B)(6) 3013 - patient's medical records were received. Records indicate upon revision corrosion was found on the trunnion. Existing MDR decision was changed for the srom stem and sleeve.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.